Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image shows that the suture slip knot is tightened down against t2 anchor and that t2 anchor is bent. The image also confirms the product number and batch number. A visual inspection revealed the slip knot on the suture was tightened down to the t2 anchor and that the t2 anchor has been bent. The depth gauge is still in manufactured specific position, the needle and needle overmold assembly have some debris. The curvature of the needle appears to be as intended. A functional evaluation revealed the devices depth gauge moves as intended, the deployment knob depresses as intended although neither t can be deployed as they are not loaded in device. The actuator moves freely and the deployment knob returns to pre deployment position. The suture thread is tightened down to the t2 anchor and cannot be moved freely. Nothing is fractured only the t2 anchor is shaped differently than manufactured. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, it was found that t1 was fractured and this lead to a meniscus repair failure. The procedure was completed with a backup device and it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.